Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm 7300tfx valve, implanted 10 years, eight (8) months, underwent valve-in-valve procedure due to unknown reasons. The tmvr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
The initial MDR was submitted in error. Based on the information obtained, this event is not considered reportable and this correction is being submitted.